Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h3, h6, h10. The returned shim exhibited signs of repeated use and both of the ball bearings was disassembled from the device. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) ¿ provisional. The customer has indicated product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that instrument tap(s) were returned disassembled on a worn instrument claim form and that not all pieces were returned. Attempts to obtain additional information have been made; however, no more is available.